Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported this multiple patient receiver (org) was stuck in an error status while in use with patients. They tried rebooting the org but the error light stayed on. No reports of patient harm. Investigation summary: the evaluation of the returned device shows that this complaint is confirmed, and the root cause of the reported issue is due to mismatched ip address label. No further investigation will be performed. Trending will continue to be monitored for this device, incidents, issues, and causes. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/01/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 10/06/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 10/17/2025 emailed the bme for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the org: ..

Event description:
The biomedical engineer (bme) reported this multiple patient receiver (org) was stuck in an error status while in use with patients. No patient harm was reported.